Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('most of the coil on this side is also still embedded in the uterine cornu and fallopian tube / the other end of the coil is still embedded in the uterus cornu'), device breakage ('a small part of the coil is separated and is present in one segment of the tube and a ball is seen at the end'), device expulsion ('the other end of the coil is still embedded in the uterus cornu'), pelvic pain ('pain/ pelvic area pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea on (B)(6) 2015, fever on (B)(6) 2015, chills on (B)(6) 2015, decreased appetite on (B)(6) 2015, vision loss on (B)(6) 2014, type 2 diabetes mellitus on (B)(6) 2014, papilledema on (B)(6) 2014, idiopathic intracranial hypertension on 16-dec-2014, sinus disorder nos on (B)(6) 2014, kidney stones on (B)(6) 2014, anemia on 2 (B)(6)014, gout on (B)(6) 2014, left lower quadrant pain, visual impairment, hypertension, eye pain, floaters, chest pain exertional, dyspnoea exertional, abdominal pain and corpus luteum cyst. Previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included end stage renal failure (dialysis 3 days a week) since 2018, polycystic kidney (dialysis 3 days a week) since 2018, depression since 2015, post-traumatic stress disorder since 2015, heart failure (nos) since 2015, urinary frequency, morbid obesity, uterine cervical squamous metaplasia, paratubal cyst and ovarian fibroma. Concomitant products included allopurinol, amlodipine, hydralazine, hydrochlorothiazide, liraglutide (victoza) from 2013 to 2018 and lisinopril. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced nephropathy ("other injury(ies) or complication please describe: kidney disease") with renal pain and renal colic, 4 months 13 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) chronic bladder infection"), rash generalised ("rashes or skin conditions type: general rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and back pain ("back pain"). The patient was treated with ciprofloxacin (cipro), diphenhydramine hydrochloride, hydrocodone, muscle relaxants, ondansetron and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, device expulsion, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, rash generalised, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, nephropathy and alopecia outcome was unknown, the headache and back pain had resolved and the arthralgia was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephropathy, pelvic pain, rash generalised, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2008. Current weight 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. Blood pressure increased - on (B)(6) 2014: elevated bp in right arm. Computerised tomogram abdomen - on (B)(6) 2010: numerous renal cysts consistent with polycystic kidney disease.. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Nuclear magnetic resonance imaging brain abnormal - on (B)(6) 2014: mild flattening of the posterior surface of the globes bilaterally with subtle focus of diffusion restriction in the right optic disc and subtle focus of enhancement in the left optic disc and with empty sella, constellation of findings most consistent with papilledema. No evidence for dural sinus thrombosis. Mild narrowing of both sigmoid sinuses is noted. Urine analysis - on (B)(6) 2015: bacteria: abnormal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, nephropathy, headache, migraines. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('most of the coil on this side is also still embedded in the uterine cornu and fallopian tube / the other end of the coil is still embedded in the uterus cornu'), device breakage ('a small part of the coil is separated and is present in one segment of the tube and a ball is seen at the end'), device expulsion ('the other end of the coil is still embedded in the uterus cornu'), pelvic pain ('pain/ pelvic area pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea on (B)(6) 2015, fever on (B)(6) 2015, chills on (B)(6) 2015, decreased appetite on (B)(6) 2015, vision loss on (B)(6) 2014, type 2 diabetes mellitus on (B)(6) 2014, papilledema on (B)(6) 2014, idiopathic intracranial hypertension on (B)(6) 2014, sinus disorder nos on (B)(6) 2014, kidney stones on (B)(6) 2014, anemia on (B)(6) 2014, gout on (B)(6) 2014, left lower quadrant pain, visual impairment, hypertension, eye pain, floaters, chest pain exertional, dyspnoea exertional, abdominal pain and corpus luteum cyst. Previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included end stage renal failure (dialysis 3 days a week) since 2018, polycystic kidney (dialysis 3 days a week) since 2018, depression since 2015, post-traumatic stress disorder since 2015, heart failure (nos) since 2015, urinary frequency, morbid obesity, uterine cervical squamous metaplasia, paratubal cyst and ovarian fibroma. Concomitant products included allopurinol, amlodipine, hydralazine, hydrochlorothiazide, liraglutide (victoza) from 2013 to 2018 and lisinopril. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced nephropathy ("other injury(ies) or complication please describe: kidney disease") with renal pain and muscle spasms, 4 months 13 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) chronic bladder infection"), rash generalised ("rashes or skin conditions type: general rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and back pain ("back pain"). The patient was treated with ciprofloxacin (cipro), diphenhydramine hydrochloride, hydrocodone, muscle relaxants, ondansetron and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, device expulsion, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, rash generalised, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, nephropathy and alopecia outcome was unknown, the headache and back pain had resolved and the arthralgia was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephropathy, pelvic pain, rash generalised, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2008. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Blood pressure increased - on (B)(6) 2014: elevated bp in right arm. Computerised tomogram abdomen - on (B)(6) 2010: numerous renal cysts consistent with polycystic kidney disease. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Nuclear magnetic resonance imaging brain abnormal - on (B)(6) 2014: mild flattening of the posterior surface of the globes bilaterally with subtle focus of diffusion restriction in the right optic disc and subtle focus of enhancement in the left optic disc and with empty sella, constellation of findings most consistent with papilledema. No evidence for dural sinus thrombosis. Mild narrowing of both sigmoid sinuses is noted. Urine analysis - on (B)(6) 2015: bacteria: abnormal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, nephropathy, headache, migraines. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received: new events: embedded device, device breakage, device expulsion, pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), chronic bladder infection, depression, anxiety, general rashes, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea, dyspareunia, fatigue, weight gain, kidney disease, hair loss, kidney pain, joint pain, back pain were added. Essure removal date and surgeries were added. Essure insertion date was updated. Reporter contact information, patient demographic, other relevant history, lab data, concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.